Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process at the facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for > 80 colony forming units (cfus) of enterobacter sp. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels cfu:4 cfu/endoscope(3 cfu/100ml) bacterial identification:micrococcaceae, champignons filamenteux. Sampling date: (B)(6) 2023. Sampling from: forceps channel cfu:<1 cfu/endoscope(<1 cfu/100ml) bacterial identification: n/a. Sampling date: (B)(6) 2023. Sampling from: suction channel cfu:<1 cfu/endoscope(<1 cfu/100ml) bacterial identification: n/a. Sampling date: (B)(6) 2023. Sampling from: air/water channel cfu:<1 cfu/endoscope(<1 cfu/100ml) bacterial identification: n/a. Sampling date: (B)(6) 2023. Sampling from: sub-water channel cfu:<1 cfu/endoscope(<1 cfu/100ml) bacterial identification: n/a. Sampling date: (B)(6) 2023. Sampling from:total cfu:<1 cfu/endoscope(<1 cfu/100ml) bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the emt/mpe failed electrical safety checks and generated a failed major repair. The light guide rod lens (2x) is cracked, the charged coupled device cover lens is scratched, the plastic distal end cover is cracked, the bending section rubber glue is separated, the connecting tube buckles, the suction cylinder is scratched, the universal cord is wrinkled, the scope connector water mouthpiece is scratched, the up/down/right/left knob has play and is less than the specified value, and the forceps passage failed biopsy channel has wear and tear. . However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.